Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed the battery depleting while plugged into charge. The customer's blood glucose level was 154 mg/dl. Reportedly, the customer would continue to use the pump for therapy.